Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Potential model numbers include 5076 and 4076. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. An unexpected complication of intracardiac device implantation: contralateral pneumothorax and pneumopericardium indian pacing and electrophysiology journal 19 (2019) 167-170 doi.org/10.1016/j.ipej.2019.04.001. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a right atrial pacing lead. The authors discussed a case where within seven hours of the implant procedure, the patient complained of sudden onset of chest pain. A computed tomography scan revealed a right sided pneumothorax with partial collapse of the right lung with concomitant pneumopericardium. A right sided intercostal drainage tube was inserted, there was immediate resolution of the pneumopericardium with gradual resolution of the pneumothorax. The author stated a probable extrusion of the leads¿ helix could not be ruled out. The lead remains in use and no further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.